Event description:
The customer contact reported the pump did not deliver. The pump was returned to the IV dept with an unsigned note that stated, "displayed infusing running but not delivering." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump passed testing for delivery accuracy. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 20.7ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-2ml (+/-10%). Based upon the data verified hospira could not attribute the issue to the device. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 200ml/hr with a volume to be infused (vtbi) of 0ml and the secondary line displayed a programmed rate of 0ml/hr with a vtbi of 0ml. The technology of the acclaim encore pump list# 12237 does not contain a pump history that provides past programming settings. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).